Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: balance middleweight; guide cath: xb35; sheath: 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mid left anterior descending artery with mild tortuosity and no calcification. The 3.0 x 15 mm nc trek balloon was advanced onto the guide wire for pre-dilatation; however, while advancing the proximal part of the balloon catheter over the guide wire, the mid-shaft kinked and separated. No excessive force was applied. It was noted that the speed at which the catheter was advanced may have been too quick causing the catheter to buckle. The separation occurred external to the patient anatomy and the device was removed without issue. A new 3.0 x 15 nc trek was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.